Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient wanted to know if there was anything that could continually communicate device function to the physician when in his car. The patient stated that his device was delivering "a lot of hits" that were not registering via carelink. The patient was referred to the physician for further information and questions. The device is still in use, and per follow up, no changes have been made to the carelink programming. No patient complications have been reported as a result of this event.